Event description:
A patient was admitted to the hospital with complete heart block. A temporary pacemaker lead was placed under fluoroscopy without complications. The patient later developed tachycardia; an echo revealed a pericardial effusion, which resolved spontaneously. The temporary pacing catheter was removed and a permanent pacemaker was inserted.